Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Abscess is a known potential adverse event addressed in the product labeling. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Healthcare professional reported that patient was injected with 3 syringes juvéderm¿ voluma¿ with lidocaine in cheeks, marionette lines, lower face. Approximately two and a half weeks later, 3 syringes juvéderm® volift¿ with lidocaine applied to cheeks, marionette lines, lower face. Patient had extensive dental cleaning five months post injection. The following month, patient presented with "inferior right periorbital edema, (painful 4x4). Papule about to become a pustule." Patient was prescribed cefadroxil® 500mg for six weeks. Six days later, drainage, bacterial and fungal culture performed. Treatment was noted with hyaluronidase 1500/ml 40u, six days later. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00203 (allergan complaint #(B)(4)). MDR submitted is being submitted for suspect product, juvéderm® volift¿ with lidocaine.